Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has alignment issue on unit. Helium leak. There was no patient involvement reported.

Manufacturer narrative:
Updated: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11 a getinge field service engineer (fse) replaced helium reservoir, check valve and helium tubing. This took care of the internal helium leak that was found. There was no alignment issue and fse was not sure where that came from. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N/a

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) has alignment issue on unit. Helium leak. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.